Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had exhibited pocket erosion. Reportedly, the patient device was hanging out of the pocket, the patient stuck something at the implant site to relieve pressure due to a pocket hematoma. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. As the patient was device dependent, the physician opted to place a temporary wire. No additional adverse patient effects were reported. The pacemaker will not be returned for analysis.